Event description:
Info received that alleged the sabina mast would operate at the same time as the legs. No injury reported.

Manufacturer narrative:
Tech replaced both the control box and the hand controller to resolve this issue.